Event description:
As reported per the edwards field clinical specialist (fcs), post transapical valve deployment, the valve appeared functional on echo and position was good, but the patient¿s pressure failed to rebound. There was a bleed in the aortic valve complex. The patient was very high risk with significant calcium in the entire aortic valve complex. In attempting to cross the native aortic valve, the guide wire traveled into the la, but was withdrawn immediately and re-routed across the av and down the abdominal aorta with ease. It was later noted that when the wire traveled into the la, it did so without resistance. The patient became hypotensive after sheath insertion and it was noted that the ventricle muscle was very unstable. The balloon ruptured during bav, likely due to the presence of significant calcium. The patient's pressure was lower but still fairly stable and the decision to move forward with the 23 mm sapien was made. Deployment of the sapien valve was uneventful in a 60:40 aortic position. Post deployment, the valve appeared functional on echo and position was good, but the patient¿s pressure failed to rebound. Epi was given and the arterial pressure reached >180 systolic, but maintaining pressure was difficult. An aortogram was performed and no extravasation was noted, but on tee there was significant compression of the la from the posterior aspect of the heart. In exploring the area from the thoracotomy approach, they were able to evacuate the area in question and the patient was able to fill her la. , the decision was made to go on bypass and perform a full sternotomy and locate the presumed bleed and repair it. It was attempted, but without success. The sutures were not closing the wound, and sewing the weak tissue was not effective. Also, there was so much calcification between the ventricle and the atrium, and the location of the bleed was such that manipulating the heart to access the area caused too much trauma to the extremely friable muscle and the patient could not recover, and expired. Two scenarios were discussed regarding the root cause: during the attempt to cross the native aortic valve, when the wire traveled into the la for a brief time, the wire (regular, soft-tip j) perforated or traumatized the weak wall of the left atrium, and the subsequent increase in pressure post-epi exacerbated the weakened area, causing blood to leak into the space behind the la causing the compression and the subsequent events. During bav or sapien deployment, the mac was manipulated and caused the trauma to the la, which was not appreciated on the aortogram, leading to the events that followed.

Manufacturer narrative:
During further review of the event reported, it was clarified that the event was a likely a perforation of the left atrium, not an annular rupture. The device is not available for evaluation as it was discarded; however, there was no report or allegation of device malfunction. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several known potential etiologies for cardiac perforation during a tavr procedure, including perforation by the guidewire, delivery system, transvenous pacer (tvp) lead, or pa catheter. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no report or allegation of device malfunction. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. â¿¥4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the aortic valve complex bleed is unknown; however, it was reported that the patient was very high risk with significant calcium in the entire aortic valve complex. Two potential scenarios/causes for the event were proposed by the physicians involved: during the attempt to cross the native aortic valve, when the wire traveled into the la for a brief time, the wire (regular, soft-tip j) perforated or traumatized the weak wall of the left atrium, and the subsequent increase in pressure post-epi exacerbated the weakened area, causing blood to leak into the space behind the la causing the compression and the subsequent events. During bav or sapien deployment, the mac was manipulated and caused the trauma to the la, which was not appreciated on the aortogram, leading to the events that followed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.